Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 300 mg/dl range. The customer alleged that the pump was not functioning properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, the customer reported that multiple cartridges have fallen off the pump when the customer removes a non-tandem case from the pump. The customer attributed this issue to be related to the pump not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.